Event description:
The svc report shows that during preventive maintenance testing, the device failed the outlet valve pressure test. The nellcor puritan-bennett svc technician inspected the device and replaced the outlet valve assembly. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.